Manufacturer narrative:
The "serial #" and "date of manufacture" were not provided. The device has not been made available at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges scooter drives by itself causing injuries.

Manufacturer narrative:
The device was scrapped by the customer.

Event description:
Alleges scooter drives by itself causing injuries.